Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Investigation results: device analysis findings: the device was disposed and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause traced to intentional off-label, unapproved or contraindicated use. This code was selected as the most probable complaint cause based on the information available. This emerge device was selected for use as a trapping balloon to hold a non-bsc guidewire in position. The balloon was only used in the catheter; it did not enter the coronary system. Following two inflations, the balloon was deflated and removed. When trying to post dilate, an obstacle was encountered; it was noted that a break in the shaft of the device occurred and the balloon had been left behind in the guide catheter. Another emerge balloon was used to successfully trap and remove the broken piece of this emerge. The emerge device is indicated for the balloon catheter dilatation of the stenotic portion of a coronary artery or bypass graft stenosis for the purpose of improving myocardial perfusion. This device was used outside of its intended use to trap a wire. It is most likely that an interaction between the emerge balloon and the guidewire likely contributed to the complaint event. This confirms the allegation of device user used incorrect product for intended use.

Event description:
It was reported that balloon detachment occurred. The 2.50mm x 12mm emerge mr balloon catheter was selected for use as a trapping balloon for a wire. When the balloon was deflated and removed. Upon trying to post dilate, an obstacle was encountered, and it was noted that the balloon had been left behind in the guide catheter. A 1.20 emerge balloon was used to successfully trap and remove the broken piece of the 2.50 emerge. There were no patient complications and the patient fully recovered. It was previously reported in error that a balloon detachment had occurred. The actual issue was only a shaft break. It was also reported that the 90% stenosed target lesion, with a 45-degree bend, was located in a severely calcified left main to left anterior descending artery. A non-boston scientific guidewire was used for trapping, and the balloon was inflated twice. There were no procedural challenges or device interaction were encountered with trapping the wire.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that balloon detachment occurred. The 2.50mm x 12mm emerge mr balloon catheter was selected for use as a trapping balloon for a wire. When the balloon was deflated and removed. Upon trying to post dilate, an obstacle was encountered, and it was noted that the balloon had been left behind in the guide catheter. A 1.20 emerge balloon was used to successfully trap and remove the broken piece of the 2.50 emerge. There were no patient complications and the patient fully recovered.